Event description:
The customer reported that they went to urgent care for assistance with removal of flex disposable menstrual disc. The disc had been inserted for over 48 hours when the customer sought assistance. The customer reported that the doctor used a speculum and forceps for removal and it took multiple attempts to remove due to suction. The customer did not report any adverse symptoms before, during, or after removal and was not prescribed any medication. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.